Event description:
Dr. (B)(6) had a revision apifix case at (B)(6). He removed the mid-c device (115) and replaced it with a longer size (125) because the patient had maxed out the extension on the smaller device.